Manufacturer narrative:
One kit was returned for evaluation. The affected component underwent functional testing. As a result, the reported complaint was not confirmed. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical pain management spinal epidural tray leakage through the epifuse. It was reported the patient had a hard time breathing. No additional adverse effects reported.